Event description:
Stent delivery system was advanced toward the target lesion in the right coronary artery. Which was highly calcified. It was not possible to cross the lesion, therefore, the stent delivery system were pulled back prior to stent deployment, and the stent dislodged from the stent delivery system. The stent was successfully snared from the patient and discarded. No further treatment was performed and there was no additional clinical sequelae reported relative the event.